Event description:
Information received indicates the head section will not go up.

Manufacturer narrative:
The technician found the head up valve was sticking from contamination in the hydraulic fluid which prevented the head section from rising. The tech replaced the head up valve to repair the bed.